Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy) and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy) and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic'), abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included vaginitis bacterial, appendectomy, carpal tunnel release, cyst removal, vulval burning sensation and vaginal odor. Previously administered products included for an unreported indication: mirena iud, metrogel and acidophilus pearls. Concurrent conditions included breast lump, vaginal itching, skin & subcutaneous tissue abscess, yeast infection, mastodynia, morbid obesity and leukocytosis. Concomitant products included cefalexin monohydrate (keflex), clonazepam (klonopin) since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2014, fluconazole (diflucan) and ibuprofen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 1 month 20 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal area"), depression ("depression") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain and back pain was resolving, the genital haemorrhage, dysmenorrhoea, vaginal infection, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, depression, anxiety, nausea, dyspareunia and fatigue outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she tolerated the procedure moderately well, the number of expanded calls that appeared trailing into the uterine cavity was 3, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 0. Current weight 319 lbs. Approximate weight at the time of essure placement 294 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. New events: depression, anxiety, nausea, dyspareunia (painful sexual intercourse), fatigue were added. New reporters, concomitant conditions, drugs and historical conditions, drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/lower pelvic"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included vaginitis bacterial. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 1 month 20 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("vaginal area"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, dysmenorrhoea, vaginal infection, bladder disorder, urinary tract disorder, allergy to metals and vaginal discharge outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she tolerated the procedure moderately well, the number of expanded calls that appeared trailing into the uterine cavity was 3, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 0. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Reporter and patient demographics were added. Events vaginal bleeding, vaginal infection, bladder disorder, urinary problems, nickel allergy, vaginal discharge, vaginal area and she did not undergo any essure confirmation test added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic'), abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included vaginitis bacterial. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 1 month 20 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("vaginal area"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, dysmenorrhoea, vaginal infection, bladder disorder, urinary tract disorder, allergy to metals and vaginal discharge outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she tolerated the procedure moderately well, the number of expanded calls that appeared trailing into the uterine cavity was 3, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 0. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic'), abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding/general. Abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included vaginitis bacterial, appendectomy, carpal tunnel release, cyst removal, vulval burning sensation and vaginal odor. Previously administered products included for an unreported indication: mirena iud, metrogel and acidophilus pearls. Concurrent conditions included breast lump, vaginal itching, skin & subcutaneous tissue abscess, yeast infection, mastodynia, morbid obesity and leukocytosis. Concomitant products included cefalexin monohydrate (keflex), clonazepam (klonopin) since (B)(6)2014, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2014, fluconazole (diflucan) and ibuprofen since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"), 1 month 20 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal area"), depression ("depression/psychological injury"), back pain ("back pain") and metrorrhagia ("metrorhagia (bleeding b/w periods)"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection and metrorrhagia had resolved, the bladder disorder, urinary tract disorder, vaginal discharge, depression, anxiety, nausea, dyspareunia and fatigue outcome was unknown and the vulvovaginal pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she tolerated the procedure moderately well. The number of expanded calls that appeared trailing into the uterine cavity was 3, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 0. Current weight 319 lbs. Approximate weight at the time of essure placement 294 lbs patient received treatment for pain, bleeding, bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added: metrorrhagia (bleeding b/w periods), allergy. Event outcome were updated. Reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.